Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was gradually fading and changing battery did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: the pump booted to the verify screen with a dim pink contrast. The pump cover and the display screen were removed and replaced with a new screen for testing. Once completed, the contrast returned to normal with the test screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.